Manufacturer narrative:
Reported event: an event regarding insert fracture involving a scorpio nrg insert was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the primary harm involved is breakage of the nrg ps tibial insert cam. It is unclear if this problem is directly related to the implant or from extrinsic factors.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Operative reports, pre- and post-operative x-rays, and office notes are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Half of year later of left knee arthroplasty , the knee has pain and noise. Probing the incision is found after spacer pillar broken, timely replacement of the new gasket (scorpio nrg x3 ps tibial insert).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Half of year later of left knee arthroplasty, the knee has pain and noise. Probing the incision is found after spacer pillar broken, timely replacement of the new gasket (scorpio nrg x3 ps tibial insert).